Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with the complaint of pocket stimulation when the arm was raised. Upon interrogation it was noted that the right atrial lead had noise and that pocket stimulation was noted when only pacing the atrial lead. Noise was reproducible with isometrics. Programming changes were made and issue was resolved. Patient was stable.

Event description:
New information notes that the right atrial lead was explanted. Physicians suspected that the lead noise was likely due to insulation fracture. Patient was stable throughout.